Manufacturer narrative:
A ge rep evaluated the system and determined the batteries needed to be replaced. A quote was given to the customer. No conclusion can be drawn as repair info was not reported.

Event description:
The customer and fe reported the system displayed a generator error message. A generator error message is likely to result in a system lock up or shut down situation. No pt injury was reported.